Event description:
Pulse oximeter new from package, did not read. Troubleshooted monitor and cables, determined to be pulse ox as prior pulse ox was reading. Monitor read with new pulse ox. Manufacturer response for oximeter, rd set (per site reporter).